Manufacturer narrative:
Product event summary: analysis noted that an update to the main board was required and the battery release latch was sticky. A new main board was placed and calibrated and the battery door release was replaced. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for a field advisory update. A mechanical issue was noted during service and repair of the device. No patient complications have been reported as a result of this event.